Manufacturer narrative:
A follow-up medwatch will be submitted when further information becomes available.

Event description:
It was reported that the griff (handle) of introducer was detached and the failure was detected during unpacking of the product. No harm to any person was reported. Since the failure is related with the detachment of handle of the product, and there is a potential for harm that vein might had damaged if the failure occurred during insert, the complaint is reportable. Complaint #(B)(4).